Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the implant, the device would not display the battery voltage and measured high impedances on both the atrial and ventricular lead. The device was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.